Event description:
The manufacturer received information alleging oxygen (o2) sensor and write oxygen blending module (obm) sensor calibration test steps had failed during preventative maintenance on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was evaluated at the manufacturer service center for this issue. During the evaluation it was noted that the devices obm blender printed circuit assembly (pca) had caused the two test steps, o2 sensor and write obm sensor calibrations, to fail on the device. In conclusion, the device's obm blender pca board was replaced to address the issue. The root cause is confirmed at this time.